Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected was analyzed and revealed that on (B)(6) 2011, prior to explant, elective replacement indicator (eri) triggered due to high battery impedance. Ramware version 8 installed on (B)(6) 2011. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected was analyzed and revealed that on (B)(6) 2011 prior to explant, elective replacement indicator (eri) triggered due to high battery impedance. Ramware version 8 installed on (B)(6) 2011.

Event description:
It was reported that the device reached elective replacement indicator and there may have been premature battery depletion due to high battery impedance. The patient complained of shortness of breath and fatigue due to elective replacement indicator settings. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached elective replacement indicator and there may have been premature battery depletion due to high battery impedance. The device was removed and replaced. No patient complications have been reported as a result of this event.